Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to high rate non-sustained episodes and a high sensing integrity counter (sic). T-wave oversensing (twos) was noted on stored episodes. Follow up with the physician's office indicated the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.